Event description:
A nurse reported to baxter (B)(4) that the patient adaptor was loose and got separated from the titanium adaptor very easily when the home patient (hp) tried to exchange the set, after being used for six months. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a transfer set could not be confirmed in the lab, and a root cause could not be determined. It was observed that a minicap returned with the transfer sets was cracked. Functionally the transfer sets were hand tightened with a lab titanium adapter without difficulty to both sets. Sets were tested underwater at 8 psi with leak noted again between the mini-cap and the dark blue connector on set "a". During visual inspection the mini-cap on set "a" contained a split in the cap, and will be addressed in an additional complaint.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.